Manufacturer narrative:
The ge service rep performed an onsite investigation. The monoblock controller, the fluoro function board, the column lift ps3, the power motor relay board, and the control cable were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system experienced problems during a case. No pt injury was reported.